Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ophthalmic surgical sutures from the same lot were noted to be very blunt. Procedure details and patient harm was not reported. Additional information has been requested.